Manufacturer narrative:
Additional b5: it was subsequently reported that when closing the peritoneum during surgery of inguinal hernia (laparoscopy), part of the needle holder broke in the patient's abdomen and fell between organs. After searching, the broken part was retrieved and extracted. Another instrument was available to finish the surgery. No visual defect or crack was seen on the needle holder before use. There was no injury to the patient and a surgical delay of 15 minutes occurred. The 5mm dia tungsten needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the tungsten needle holder verified the complaint reported by the customer as valid. The jaw was broken. There was an etching from an external service & repair: sam50-21. Moreover, some surfaces were brilliant whereas none of our surface finishing can give that brilliant aspect (on the jaw, springs). And the tungsten part of the jaw was thinner than ours. Consequently, this means the device has been repaired several times outside of integra microfrance. Root cause analysis: the instrument has been repaired / modified outside of integra microfrance by an external contractor. This modification has made a malfunction of the instrument and led to the reported event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the 5mm dia tungsten needle holder (cev738t5) broke in a patient during surgery. The broken part of the jaw was retrieved. No patient injury, death or surgical delay occurred.